Event description:
It was reported that the patient presented remotely via merlin.net. Review of the alert transmission noted that the right ventricular (rv) lead exhibited electromagnetic (emi) oversensing resulting in multiple noise reversion episodes. No changes or interventions were reported; the rv lead will continue to be monitored. The patient condition was not known.